Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: d10: the date device returned to manufacturer was documented as jan 23, 2020 in the initial report. This has been corrected to jan 22, 2020. The actual device was returned for evaluation. During evaluation it was determined that device screws were missing and failed general assessment. Therefore, the reported condition was confirmed. During repair, it was determined that the device had unknown liquid residue on the block plate - slide sleeve, excessive liquid and debris on the ball bearings, unknown liquid on the sub assembly components, and the compression spring and cover sleeve were corroded. The assignable root cause was determined to be traced to user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw fell out from the bottom of the battery oscillator device near the battery contacts. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.